Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 10.7 mmol/l, 3.9 mmol/l and 1.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product thas been requested back for investigation. A follow-up report will be filed once investigation results are available.